Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after using the mechanical anastomosis automatic forceps, the anvil was separated from the needle of the forceps. The clamp was removed from the anus, and it was found that the anvil was no longer in place and had remained at the site of anastomosis. A resumption of the anastomosis was performed, a dissection downstream of the first anastomosis and repair of the anastomosis. The surgery time was extended.